Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the apical cuff was explanted on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. The account/site/customer was unable to provide the information as they did not recall the specific case details. If the apical cuff is returned at a later date this investigation may be reopened to include the evaluation. The relevant sections of the device history record for the mini apical cuff, lot number 7412348 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Additionally, review of the lvad final assembly DHR showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The heartmate 3 mini apical cuff kit IFU, rev. E., is currently available. No device related issues were reported by the account. This IFU lists multiple adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.